Event description:
The international customer reported the ventilator would not operate on backup battery power and shut down and alarmed during use. The customer reported there was no patient harm. The distributor replaced the power supply to correct the reported problem. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.